Event description:
Additional information received reported that the pump was loose and it was rotating. The patient had a dye study. Catheter kink, migration/dislodgement and occlusion were noted. The catheter had coiled, severely twisted, and tangled in the pocket secondary to the pump flipping. The pump had been filled with saline and it was put in stopped mode for 45 days. The patient was "severely kyphotic." The patient experienced lack of efficacy and the patient was getting less than 50 percent of therapy relief. The catheter was replaced on (B)(6) 2013. The pump was revised. The patient outcome was noted as "no injury."

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported telemetry confirmed a critical alarming occurred due to the health care provider programming the pump to stopped mode "a couple weeks ago." The hcp had stopped the pump because the patient's catheter was twisting and at the last refill all of the medication that had been put in the previous time was withdrawn. The hcp had then filled the pump with saline. It was reported, "the patient's catheter is twisting upon himself and is so tangled up on itself." It was reported the hcp thought the whole system might have to be replaced but was not sure yet. Additional information has been requested, but was not available as of the date of this report.